Manufacturer narrative:
The complaint device has not been returned for evaluation. Unused cartridges were returned; therefore, failure investigation cannot be performed. If the complaint device is ultimately received, a follow up report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 1) and occlusion alarms with multiple cartridges during basal delivery. Customer's blood glucose level was impacted.